Manufacturer narrative:
This supplemental report was submitted to provide additional information from the original equipment manufacturer (OEM) for MDR# 8010047-2020-03532. The OEM performed a device history record review and no abnormalities were found. An investigation was completed by the OEM and determined that there is no manufacturing, material or processing related cause for this failure mode. Based on the investigation results, the potential causes of the reported error (b30) occurs when the communication for transmitting the date of the videoscope to the cv while connecting to the videoscope cannot be completed normally. According to the event description, this event was caused not by clv-190 but by the two videoscopes. From the above, there would be a high possibility that b30 error was caused by the interruption of the communication due to malfunction in the two videoscopes. As stated on the IFU (instruction for use) and as a preventive measure, the user manual states: make sure that the video connector and its electrical contacts are completely dry before connecting the plug to the video system center. If they are wet, wipe them according to the instruction manual for the endoscope. Wet equipment could cause the image to flicker or disappear. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
Based on the onsite evaluation, the sales representative observed the use of old, faulty leak testers that were flooding several scopes. The cause was attributed to a maintenance/test issue. All electronics were working as expected. No further information was reported.

Event description:
The customer reported to olympus device was receiving b30 errors. There was no patient injury reported.